Event description:
The hospital reported that during an endoscopic vein harvesting procedure, after letting go of the hemopro toggle switch while cauterizing a side branch, the device kept burning. The hemopro was removed from the pt and the metal on the jaw was red hot and smoking. The cord was disconnected to deactivate the device. The cord was replaced; however, the incident happened again. A replacement device was used to complete the procedure. The hospital did not report any pt effect and the vein was not damaged. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).